Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. (B)(4).

Manufacturer narrative:
The device history records were reviewed and found to be conforming. The device was returned with a single scuff mark; however, the manufacturing specifications show that the scuff mark on the device falls within the acceptance criteria. This product is used for treatment. The complaint history for this product was reviewed; no similar complaints were previously reported for this device. The investigation could not verify or identify any evidence of a manufacturing contribution to the reported problem.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported there was a scratch found on the device.